Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high ventricular thresholds at multiple implant locations. The leadless ipg implant procedure was abandoned. No patient complications have been reported as a result of this event.